Manufacturer narrative:
The date of the event was updated from unknown to (B)(6) 2012. Based on the additional information obtained, kci's assessment remains the same; it cannot be determined that the alleged fever and subsequent operation are related to v.a.c. Therapy. The physician reported, "it cannot be determined whether the infection was from v.a.c. Or from the remained bone sequestrum, as the remained bone could not have been confirmed. It was determined that the causal relation between either the v.a.c. Or the remained bone sequestrum and the infection was unknown."

Event description:
On sep 07 2015, the following additional information was provided to kci: the patient was diagnosed with right tibial plateau fractures, date not provided, and presented to orthopedics on (B)(6) 2012. On (B)(6) 2012, the wound was infected and antibiotic therapy was started. On (B)(6) 2012, (B)(6) was suspected and a second antibiotic was started. On (B)(6) 2012, the patient underwent metal extraction by orthopedics. From (B)(6) 2012, the patient remained on antibiotic therapy. On (B)(6) 2012, the bone sequestrum of fractures were removed. On (B)(6) 2012, v.a.c. Therapy was applied, as the "infection was judged as improved." On (B)(6) 2012, the patient developed a fever, v.a.c. Therapy was removed and antibiotic therapy was administered. On (B)(6) 2012, the insertion of bone cement and wound flap was performed. The patient continued to receive antibiotic therapy. On (B)(6) 2012, the patient was released from the hospital.

Manufacturer narrative:
MDR-3009897021-2015-94042 - iss follow up #1 stated: on (B)(6) 2012, the patient was released from the hospital. Correction: on (B)(6) 2012, the patient was released from the hospital. Based on the correction, kci's assessment remains the same; it cannot be determined that the alleged fever and subsequent operation are related to v.a.c.® therapy.

Manufacturer narrative:
It is unknown when the event occurred as this information has not been provided. Based on the information provided, it cannot be determined that the alleged fever and subsequent operation are related to v.a.c. Therapy. It is unknown if a wound culture was performed. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill therapy system). Refer to dressing application instructions (found in v.a.c. Dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c. Therapy should be discontinued.

Event description:
On (B)(6) 2015, the following information was reported to kci by the (B)(6) physician: at the 7th annual meeting of (B)(6) society for surgical wound care, title: "p-26 case of (B)(6) emerged after the operation for posterolateral shearing tibial plateau fracture, which healed after multiple operations," the physician reported the following case example regarding a (B)(6) male. In (B)(6) 2012, the patient fell down and developed a right knee ulcer that was being treated at home. The patient began experiencing a "strong" pain and consulted a physician. "According to the diagnosis thereof, he came to orthopedics in our hospital." In april, the patient underwent an operation and developed a fever on post operative day 5 that required antibiotic therapy. The patient subsequently consulted with plastic surgery and underwent "removal of artifact and necrotic tissues." Later, the patient developed a fever and "got a free bone removed." Once the fever resolved, v.a.c. Therapy was resumed. The patient then developed a fever and underwent reconstruction by bone cement. The patient has not experienced a fever since then. "The orthopedist intends to reserve the bone, but infected site should be removed properly." No additional information is available. The unit's serial number was not provided, therefore, kci cannot conduct a device evaluation of the unit.